Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open oral surgery, the device needle broke and fell into the patient cavity. The operation time was extended more than 30 minutes in order to locate the needle. The surgeon then able to retrieved the broken needle.